Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 420 mg/dl. The customer also reported that they had a no delivery alarm. They changed the infusion set and took an injection of insulin. The customer stated that the event was resolved by changing the complete infusion and reservoir set. The device will not be returned for analysis.